Event description:
Related manufacturer reference number: 2017865-2023-48472. It was reported that upon review of a merlin report showed that the atrial lead was sensing on the right ventricular lead. Patient was sent to the emergency room for further testing. Chest x-ray revealed that the right ventricular lead had dislodged and pulled back the right atrial lead. Twiddler syndrome was suspected. Both leads were repositioned successfully. The patient was in stable condition.